Event description:
It was reported that the leads had migrated from t9-10 to c3. Surgical revision was scheduled for (B)(6) 2013. Patient symptoms were reported as less than 50% therapy relief, tingling in the wrong areas (chest, arms, upper back). Lead location was noted as location of the symptom/issue. Patient status at the time of this report was alive with no injury/no adverse event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
The patient had her revision and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).